Event description:
It was reported on (B)(6) 2010 that during an extraction, tooth site number 13, the pilot drill (initial drill) 1.5 x 15mm snapped and went down her throat. The pt went to the hospital on (B)(6) 2010 and had chest x-rays done. The pt passed the broken piece four days later without sequelae.

Manufacturer narrative:
Product was discarded; visual analysis could not be performed. Spoke with the clinician and he does not know the location of the break. Breakage is possible, especially when utilized in the posterior aspect of the mouth due to extreme angel and high direction forces. The clinician also stated that he does not keep track of drill uses. The keystone surgical manual recommends drills should be replaced after approx 20 uses (depending on bone density). Complaint is confirmed. Root cause is not known. A review of the keystone dental complaint log and database, reveal no other complaints against lot number mm00364. (B)(4).